Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: e1; g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. However, it was identified that zimmer biomet liner was used with a competitor head. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. An IFU reference could not be identified as part identification was not provided for the liner. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the patient underwent a right hip revision due to dislocation that occurred while shaving their legs. The constrained liner and competitor head were replaced with a 10 degree constrained liner and head with longer neck. No further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.